Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died two days after device implant with cause of death noted to be cardiac arrest due to hypotension due to cardiomyopathy due to prior myocardial infarction. Physician's medical record indicated the patient also had renal failure and other suspected intra abdominal issues. The clinic "did not think there were any device or lead performance issues related to her cod."